Event description:
During md's laparoscopic colon case a portion of a laparoscopic grasper tip fell off (one side of grasper tip appeared frayed and worn after it was in use). Grasping tips were both intact upon opening package. The piece was found and pulled out. Two graspers were used. Unsure which failed, so both are being reported.